Event description:
Additional information reported the antibiotic therapy was still ongoing on (B)(6) 2014.

Event description:
It was reported there was dehiscence of the left frontal-temporal surgical wound. The event necessitated medical or surgical intervention. The etiology was the left lead and was possibly related to the device, therapy, and implant. The entire system was explanted as an intervention. The event was ongoing at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A healthcare professional from a clinical study reported, via a manufacturer representative, that the implantable neurostimulator (ins), two leads, and two extensions of a patient treated with deep brain stimulation were explanted. The reason for the explant (also noted as system modification) was unclear. Above information was previously reported under manufacturer's report number 9614453-2016-03401. Going forward any additional information received will be reported under this manufacturer's report number.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0205441029, product type: lead; product ID 2289-28, lot# 0205665481, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information reported the event was resolved without sequelae.